Manufacturer narrative:
Patient ID/initials and weight are unknown. Added adverse event, required intervention; additional description information; this report is for an unknown reamer head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Event problem codes. Already reported on user facility report: pt info: product problem; date of event; initial complaint description; operator of device; is this is a single use device that was reprocessed and reused on a pt?; device available for evaluation?. Correction to information from user facility report: brand name; common device name; MFR name, city, and state. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against (B)(4). The only information contained in this report is correction or additional information. This report is for an unknown reamer head. This is report 1 of 1 for (B)(4).